Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock while plugging the charging port for their insulin pump into the wall. Technical services reviewed noting low morphology and that the smartpass feature had been disabled. Ts discussed possible migration of the s-ICD and did not believe this was an electrode fracture given the diagnostic date from latitude, however, this has not yet been confirmed. Ts recommended x ray imaging and isometrics testing. Additional information was received that this patient was brought into the clinic and isometrics was performed in different positions. When the patient leaned forward, the r wave amplitude dropped and when standing straight up the r waves returned to normal. No x ray imaging was performed. No interference with their s-ICD and insulin pump was observed. The vector was switched to primary and smart pass was turned on. A battery depletion (bd) alert was then observed. This patient has lost weight so the s-ICD system is planned to be replaced in approximately 1 month and planned to be placed in a more posterior position. This electrode remains in service. No adverse patient effects were reported.